Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip slowly detached from the posterior leaflet and remained attached to the anterior leaflet. An additional clip was inserted to mitral valve. Upon inserting the clip, the first clip detached from the posterior leaflet (single leaflet device attachment/slda). The additional clip was then deployed to stabilize the clip, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
It was determined that this complaint is a duplicated of (B)(4), investigation summary will be found under (B)(4). H6. Removed codes 4641 and 2507 and added codes 2199 and 3189.